Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that pt stated initially in the call that "it is not working right" pt stated they just turned the ins on yesterday (B)(6) 2022 and it is doing the same thing it was doing during trial. Pt stated she has a pacer / defib from medtronic - her blood pressure is up - stimulation is making pt throw up and she is getting shocked and the pain from the shocking is worse than the pain she was implanted for. Pt has turned the ins off and the vomiting stopped and the shocking has stopped. Pt does not want to turn stim back on. Pt called the hcp today and he wants her to come to the office - pt stated she called her reps (B)(6) yesterday (B)(6) 2022 pt cannot get to the hcp because she is 45 min away and cannot afford to take an "uber" there. Pt stated that she has an appt at the hcp office (B)(6) 2022 @ 1pm pss is sending an fyi message to the local field rep about pt call. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received. Patient reported device was making them throw up and blood pressure go up. Patient wanted to have device removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.